Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. This information was received from the hvad destination therapy post approval study. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery had exposed wiring due to a torn cable. The battery was replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that two additional batteries were returned to the manufacturer because they had display errors. On one of the batteries, none of the charge indicators were illuminating, and on the other one, only some were. The batteries subsequently tested out-of-specification on manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: three batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the manufacturing documentation of confirmed that the batteries (B)(6) met all requirements for release. Failure analysis of (B)(6) revealed that the device passed functional testing. Visual inspection of (B)(6) revealed a tear on the outer sheath near the strain relief of cable assembly, exposing the internal wires. The observed damage did not affect the functionality of the device. Failure analysis of (B)(6)revealed that the batteries passed visual inspection. Functional testing revealed that some of the led indicators were not illuminating as expected when the gas gauge buttons were pressed. Supplemental testing revealed contamination on the connectors between the gas gauges and printed circuit boards (pcb). After removing and reconnecting the connectors multiple times from the gas gauges and pcbs, the batteries regained functionality. As a result, the reported events were confirmed. Based on the available information, the most likely root cause of the damaged cable event can be attributed to wear and/or the handling of the device. An internal investigation is examining damage to power sources. The most likely root cause of the reported display error event can be attributed to contamination of the pins on the connection between the printed circuit boards and gas gauge displays of the batteries. Additional products: d1: heartware ventricular assist system ¿ battery, d4: model #: 1650, catalog #: 1650, expiration date: 28-feb-2021, serial or lot#: (B)(6), UDI #: (B)(4), d9: yes, return date: 08-feb-2021, h3: yes dev rtn to MFR? Yes, h4: mfg date: 04-feb-2020, h5: no, h6: patient ime code(s): e2403, h6: imf code(s): f26, h6: FDA device code(s): a0705, h6: FDA method code(s): b01, b14, h6: FDA results code(s): c16, h6: FDA conclusion code(s): d0301; d1: heartware ventricular assist system ¿ battery, d4: model #: 1650, catalog #: 1650, expiration date: 28-feb-2021, serial or lot#: (B)(6), UDI #: (B)(4), d9: yes, return date: 08-feb-2021, h3: yes dev rtn to MFR? Yes, h4: mfg date: 04-feb-2020, h5: no, h6: patient ime code(s): e2403, h6: imf code(s): f26, h6: FDA device code(s): a0705, h6: FDA method code(s): b01, b14, h6: FDA results code(s): c16, h6: FDA conclusion code(s): d0301; investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.